Event description:
The pt is a 45-yr-old white female who had bilateral breast augmentation in 4/81, using the silicone gel implants under the breasts. Six years after implantation, she developed al lot of pain in the neck and shoulder. This was coupled with development of fatigue, memory loss, right hand weakness, dry mouth. Physicial examination shows a class 3 to 4 contracture on the left and a class 2 to 3 contracture on the right. Examination showed definitive rupture on the left, and the right may be intact. As a result of pain and capsular contracture, rupture and systemic symptoms that may be related to her implant, it is medically necessary to remove both implants and perform a total capsulectomy. Total capsulectomy is medically necessary because the capsule contains silicone which the pt may be reacting to. In addition, on the left side, because of a high probability of rupture, it is wise to also remove the capsule for that reason.